Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. It was noted that the customer had been waiting for a user interface assembly, and requested the part number. The rse provided the part number. The rse informed the customer that there was no available date. Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.